Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system went blank. The customer tried to reboot but the system never fully reboots. There is no report of injury or death associated with the event described in this complaint.